Event description:
The customer reported approximately five milliliters of clear blue fluid leaked underneath the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There were no erroneous results generated or reported. Patient results were not impacted. There was no patient consequence associated with this event. The customer ceased operation of the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed a small fluid leak at the upper sheath restrictor. The fse noted the fluid leak consisted of diluent and was contained within the instrument. The fse cleaned the fluid spill and replaced the sheath restrictor tubing to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).